Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "torn for years" and "lymph nodes swollen". This record is for the right side. The device remains implanted.

Event description:
Patient reported "torn for years" and "lymph nodes swollen". Later healthcare professional confirmed rupture. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Company representative on behalf of patient reported "torn for years" and "lymph nodes swollen". This record is for the right side. The device was explanted and replaced with nonabbvie.